Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip was entangled and deployed in the chordae. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The anatomy had a restricted posterior medial leaflet with previous valve repair. Two clips were implanted without issue. The third clip delivery system (cds) was advanced to the mitral valve, but the clip became entangled on the posterior medial chordae (pml). The clip was unable to be freed despite standard troubleshooting maneuvers; therefore, it was deployed on the chordae with good leaflet insertion to clip with pml. A total of 3 clips were implanted reducing the mr grade to 3. The patient was stable post-procedure. There was no clinically significant delay in the procedure reported.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of failure to deliver mitraclip to the intended site (foreign body in patient) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported entrapment of device or device component appears to be related to patient morphology/pathology. The reported patient effect of foreign body in patient appears to be related to the procedural circumstances of the clip becoming entangled in the chordae. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.